Manufacturer narrative:
Motor error during rewind due to plastic packaging bag cover the motor slide pad. Unable to verify motor position encoder error alarm due to motor error alarm. Insulin pump received with cracked case at display window corner, minor scratched display window.

Event description:
Customer reported via phone call that the insulin pump alarmed a motor error alarm during rewind. Customer's blood glucose was 190 mg/dl. Customer reported the device alarmed a motor error alarm again when the act button was pressed. Customer reported the device alarmed a motor position encoder error alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.